Manufacturer narrative:
The steam sterilization case was returned to pioneer surgical technology and the latches that hold the case lid in place were very difficult to open and close. The DHR was reviewed and this case was made to pioneer surgical technologies specifications. There have been no reported injuries caused by this steam sterilization case but since there is a remote potential that by opening the lid the user may tear their glove and/or hand pioneer surgical technology is reporting this occurrence.

Event description:
During a lab demonstration it was observed by a rti surgical associate product manager that the lid on the steam sterilization kit was difficult to remove and has a potential of ripping a glove if it was used in a clinical setting.